Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with an alert that ended up being erroneous data on their pacemaker. The patient was brought into the clinic, where programming changes were made to address the issue. The patient was stable throughout.